Manufacturer narrative:
Initial reporter's occupation not known at this time.

Event description:
It was reported that a user smelled smoke coming from the back of the unit due to a presumed failure of the power supply. There were no reports of injury. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.